Manufacturer narrative:
Investigation details: the device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
It was reported that during an ablation procedure, it was noticed that the generator was heating, and the surgeon would have to wait for the generator to cool down after making each burn. The procedure was completed with the same device. No patient effect has been reported.